Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Reporter occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: 26jan2021: the following allegations have been investigated: embedment and tilt. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 13jan2021: the following allegations have been investigated: perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on unknown date. It is alleged that the [pt] was injured by perforation. Hospital and medical records have been requested but not yet provided." Additional information received on 19jan2021: (B)(6) 2009, report from CT (computed tomography): "the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. One (1) anterior strut perforates the ivc wall 6mm and contacts the bowel. One (1) medial strut perforates the ivc wall 6mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 7mm and contacts the l4 vertebral body. One (1) lateral strut perforates the ivc wall 6mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified."